Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by less than hour. It was reported that the site was able to take one spin, use it for navigation. When trying to get another spin for navigation (to correct some screw placements) (all statuses were green), the spin did not transfer to the navigation device. The [nav] tag was also missing in the mobile view station (mvs). The medtronic representative tried, unsuccessfully, to transfer the spin to the navigation device from the mvs. The site continued to use the 1st spin to successfully complete the case. The surgery was completed and there was no impact on patient outcome.